Event description:
Customer reportedly obtained results of 518mg/dl, 168mg/dl, and 230mg/dl on the advantage system within 10 minutes. Customer reports a second comparison with results of 312mg/dl and 125mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. No info provided to indicate where comparisons were performed. Requested return of suspect system and replacement was sent.